Event description:
Bypass patient taken postoperatively to the catheterization lab due to st elevations. Angioplasty to the anastomotic site of the saphenous vein graft to the second obtuse marginal branch was attempted. Several inflations were performed with a 2.0 x 15-mm maverick initially inflated to 6 atmospheres and subsequently to 12 atmospheres. The lesion could be dilated somewhat, yet the balloon was watermelon seeding out of the lesion several times. Subsequently a 2.0 x 10mm cutting balloon was advanced into the lesion and inflated with 10 atmospheres. A perforation of the anastomotic site was seen; the pt. Transferred to the cardiac or for ligation of the artery. Follow up reveals that "watermelon seeding" happens when inserting a balloon and the lesion is so hard it pops out.